Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event that resulted in a 2nd degree burn.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: too much heat generated by light source. Probable root cause: light source power output. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event that resulted in a 2nd degree burn.